Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system about five years ago. It was reported that the lead had pulled out of the ipg header. The physician explanted and replaced the ipg with a newer model on (B)(6) 2009. The explanted ipg was returned to ans for evaluation. Follow up on the pt found no further issues reported.